Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been doing well. During outpatient visit, filter analysis was showing dust, indicating bearing wear. The hospital and pt planned for pt elective lvad exchange. Pt admitted for planned exchange. While in the hospital, pt experienced red heart alarms and the pump stopped. Pump exchange from one lvad to another lvad took place and surgery was without incident. Pt never woke up from surgery and was declared brain dead 3 days after surgery and support was withdrawn.

Manufacturer narrative:
The device has been returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.